Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse stated the cgm was displaying 42 mg/dl. Because they rely on the cgm for blood glucose values, they did not check a finger stick during this time. The patient passed out and fell. An ambulance was called and paramedics transported the patient to the hospital. Upon arrival, the healthcare provider checked the patient's bg and it was 20 mg/dl. The patient was provided fluids, cereal and orange juice. He underwent a CT scan due to the fall. The patient was in the hospital for 4 hours and discharged the same day. Prior to discharge, they compared the bg and cgm and the cgm was 60 mg/dl while the bg was 290 mg/dl. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.